Manufacturer narrative:
D4: UDI - not requried because the reported product code is bulk product. The actual device has not been returned to the manufacturing facility for evaluation. For this reason, evaluation code 11 was used in the conclusions section of h6. A follow up report will be submitted within 30 days of this report being sent. The production lot number was not provided by the user facility, which prevented a meaningful review of device history records or product release decision control sheet. A review of complaint files searched for any MDR's for the reported product code for the past three years found two previous reports for insufficient gas transfer performance. See mdrs 9681834-2016-00069 and 9681834-2016-00072. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a gas change failure on the capiox device during cardiopulmonary bypass. The following information was provided by the user facility: after 90 minutes on pump po2, arterial venous saturation started to decline; the customer could not see a change in po2 or o2 sat by increasing the fio2; with 100% fio2 could only have an arterial po2 of 30% arterial sat of 40%; switched to the oxygen tank and no change; the surgeon and anesthesia was informed that we need to come off bypass to change the oxygenator and it caused a delay for 2 minutes and 13 seconds; there is no ill-effect to the patient as of the moment; it was reported that the patient has alagille syndrome and cholelithiasis both of which could create a high lipid concentration which could affect the oxygenator; the product was changed out; blood loss was reported to be 50-60 ml; the procedure was completed successfully; and there was no impact to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility. Visual inspection revealed no defects. The actual sample, after having been rinsed and dried was tested for its gas transfer performance. Bovine blood was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample with the obtained values meeting manufacturing specification. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) adequate heparinization of the blood is required to prevent it from clotting in the system. (2) a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 5 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.